Event description:
It was reported the patient had a loss of therapeutic effect and had uncontrollable bowel since the (B)(6) prior to report. It was stated the patient had nausea that started the week prior to report and they still had it at the time of report. It was noted the patient¿s incision site was itchy about a month prior to report and it had stopped within the last two weeks. Reportedly, the patient had no stimulation sensation and last felt stimulation a week or two prior to report and normally felt stimulation. It was noted that there was a problem with the patient programmer. It was stated the patient¿s implantable neurostimulator (ins) was off once they synched with the implant and it was noted it was possible the patient may have turned their stimulation off the night prior to report when they tried to adjust stimulation. It was noted the patient¿s stimulation was initially set too high and it was turned down to 2.6 volts and had been like that since (B)(6) of 2013. Reportedly, when the patient synched with their ins, it was set at 2.5 volts and they increased to 3.2 volts and still didn¿t feel stimulation. It was later reported that in (B)(6), stimulation ¿was not registering¿ and the patient was not feeling stimulation. It was noted that the patient had a return of symptoms two to three weeks ago. It was stated that the patient started having bleeding from the rectum on (B)(6) 2013 and the patient had not called their doctor. It was reported that the patient was currently on program 2 and verified that stimulation was on. It was noted that at 2.6 the patient felt like they were being electrocuted and at 2.3 the patient was feeling an electric shock. At 2.2, the patient felt shocking and it was painful and at 2.1, they felt no stimulation at all. It was reported that the patient moved to program 3 and was comfortable at 3.3. There was not shocking, but a comfortable tickling sitting and standing. It was noted that the patient would continue to track symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va087sq, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).